Event description:
During a regular follow-up visit, high impedance (dc-dc code of 7, and current "limit") was noted. An x-ray was done and a lead fracture was seen in the neck area. The patient is non-verbal and has multiple handicaps. The patient was having good seizure control with the ncp system. It was reported that the patient has not fallen or suffered any trauma to neck. Further information revealed that the physician wants to implant a new lead. However, the patient "throws neck around a lot" so they believe there is a chance that another fracture would occur.